Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep called about this case and was inquiring about the call. She stated the hcp asked her to call the patient due to the fact the patient has a few more questions. Discussed pump memory errors and discussed checking the pump logs to confirm the actual date this occurred i.e date and time correspond with time and date the programmer interacted with the pump. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The software version of the clinician programmer app was reported to be 1.1.300. The cause of the pump memory error was unknown. The pump logs were made available. It was reported that the patient's weight was (B)(6). The patient's pump dose was adjusted to 1.0 mg/ml of hydromorphone as part of actions taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving hydromorphone (0.5 mg/ml, 0.19015 mg/day) via an implantable pump for non-malignant pain. It was reported the code 112 pump memory error was confirmed yesterday after interrogating the patient's pump and all settings were erased. The hcp stated the patient said they were "a little sick like withdrawal" between clinic visits the beginning of (B)(6) 2020. At the time of the call, the hcp did not know if the logs had been read. The hcp stated they re-programmed and updated the pump yesterday and sent the patient home. The hcp inquired why a pump memory error would occur. Troubleshooting was reviewed. The hcp would confer with the other hcp.

Event description:
Additional information received from a manufacture representative reported the patient had a stopped pump issue. The patient noticed they had increased pain and low grade fever. The patient thought the pain was from whatever was causing the fever as they said their pain increases when they are sick. The patient went to their normal appointment with their hcp for a refill and it was discovered the pump had been stopped for almost a month. The ctm showed "pump memory error. Infusion setting are invalid. Re-enter infusion settings. Service code: 112. " the hcp restarted the pump and the patient was doing much better now.